Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose. Customer reported that blood glucose was normal in the evening at 173 mg/dl. Customer reported of administering a bolus delivery and in the night, blood glucose rose to over 500 mg/dl. Customer treated high blood glucose. Customer went to the hospital on (B)(6) 2015 with blood glucose of 773 mg/dl. Customer suspended insulin pump as hospital asked that it be turned off. It was discovered that cannula had a blockage from something in her body and did not receive a no delivery alarm. Customer had symptoms of thirst and vomiting. Customer states that drive support cap appeared normal. Troubleshooting could not be performed as this was a past event. Customer was advised to change infusion set, reservoir and insulin and to call back should issue persist..